Manufacturer narrative:
Device manufacture date: 02/15/2016-02/16/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed fluid inside the bag that contained the unit which indicated leakage has occurred. A simulated use test was performed and revealed a leak at the solvent-bonded junction of the tubing and stress member. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed in a small volume infusor. The leakage occurred from the connecting part between the stress member and the tubing. This occurred before connecting to the patient. There was no patient involvement. No additional information is available.